Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, distal shaft, and hypotube were microscopically and tactile inspected. Inspection revealed a complete separation in the hypotube located 86cm from the strain relief, with numerous kinks in the hypotube. The fracture faces of the hypotube were oval, suggesting a kink prior to the separation. The tip of the device was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.